Manufacturer narrative:
D9. Device available for evaluation? ; corrected information ; initial MDR inadvertently omitted information known prior to submission; f10. Adverse event problem codes ; corrected information ; initial MDR inadvertently omitted information known prior to submission;

Event description:
It was reported that the patient's battery was replaced. During the replacement surgery, the explanted generator was unable to communicate. Physician does not believe it is related to battery depletion. The explanted generator has not been received to date. No other relevant information has been received to date.

Event description:
The patient was noted to be replaced, the explanted device was returned and underwent product analysis. The contaminates observed on the trimmed edge of the pulse generator pcba (¿test tab¿ removal manufacturing process) suggest probable electrical paths (electrocautery) were established between the copper edges on the trimmed edge of the pulse generator pcba, which may have the contributing factor for the reported allegations of premature end of life. This was noted to have liked occurred during the implant or explant procedure. The device was reported to be unable to interrogate. No other relevant information has been received to date.

Event description:
Tablet data was received and reviewed by the manufacturer. By comparing the percent battery charge remaining (pbcr) using charge consumption history versus the pbcr using the measured battery voltage, it was identified that the generator battery was depleting prematurely. As it was noted that the generator was manufactured with the use of laser routing, it is expected that contaminates on the trimmed edge of the printed circuit board assembly provided resistive paths resulting in premature battery depletion. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
E. Initial reporter, corrected data: initial report inadvertently listed the therapeutic consultant as the initial reporter instead of the patients mother.

Event description:
It was reported that the patient's mother is concerned that the patient's generator battery could be prematurely depleting since it was showing 25% and the generator model was affected by the premature battery depletion recall. Device history record was reviewed for the generator and no unresolved non-conformances were found. It was noted that the generator was manufactured with the use of laser routing. It was noted that at the most recent visit, all diagnostics were within normal limits and the battery status was ok. Tablet data has not been reviewed by the manufacturer to date.